Event description:
A review of service data detected a reportable event. During servicing electrode belt (B)(4) was found to have a broken connector on the trunk cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation the connector on the trunk cable was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.